Event description:
It was reported that a biclamp laparoscopic instrument broke during a total laparoscopic hysterectomy (tlh). The instrument was used with an erbe electrosurgical unit (esu/generator) [model vio 3, part number 10160-000, serial number (B)(6)]. No information was provided regarding any other equipment or accessories used during the procedure or the esu settings employed. Specifically, it was reported that the instrument's rivet at the hinge broke while grasping tissue. Unfortunately, the rivet was not located and therefore, not retrieved. Nevertheless, surgical intervention was deemed not necessary, and no further treatment was performed.

Manufacturer narrative:
The biclamp laparoscopic instrument was returned and examined. The visual inspection revealed that the weld joint on the rivet had broken and became detached from the insert. Additionally, there were signs of use and wear on the surfaces and metal (note: there was no evidence of a material or manufacturing defect of the device.). Based upon the findings, mechanical stress (e.g., through levering, bending and frequent reprocessing as well as progressive wear), was most likely the cause of the rivet to break. However, no conclusive determination can be made. Nevertheless, in the device's notes on use, it is stated that excessive leverage and excessive (mechanical) forces must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used.